Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain / pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), urinary tract infection ("uti"), headache ("headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, psychological trauma, urinary tract infection, headache and nausea outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, genital haemorrhage, headache, nausea, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 (summons) and (B)(6) 2013 (pfs) patient received treatment for pelvic / abdominal back pain, gen. Abnormal. Bleed, psych injury, migration, uti, headaches, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Device category changed from device other event to incident. Events added from pfs- abdominal, back pain, gen. Abnormal. Bleed, psych injury, migration, uti, headaches, nausea. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: left essure extends into proximal endometrial canal') in a 35-year-old female patient who had essure (batch no. A06688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes, anemia, bronchitis, congestive heart failure, cyst of ovary, abnormal uterine bleeding and uterine enlargement. Urine pregnancy test: negative. Concurrent conditions included obesity, diabetes, abdominal pain, viral pharyngitis, viral syndrome, bipolar affective disorder, menometrorrhagia, allergic rhinitis, tobacco abuse, gastroenteritis, flank pain and vomiting. Concomitant products included fluoxetine hydrochloride (prozac) since (B)(6) 2018 and metformin since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain / pelvic pain/ pain"), depression ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), the first episode of urinary tract infection ("uti"), anxiety ("anxiety and mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back area pain"), the second episode of urinary tract infection ("uti"), headache ("headaches") and nausea ("nausea"). The patient was treated with benzatropine mesilate (benztropine), iron, nsaids, paracetamol (acetaminophen), sulfamethoxazole;trimethoprim (bactrim) and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, back pain, depression, the last episode of urinary tract infection, headache, nausea, vaginal haemorrhage, heavy menstrual bleeding, anxiety, migraine, dysmenorrhoea, dyspareunia, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, vaginal haemorrhage, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 (summons) and (B)(6) 2013 (pfs) patient received treatment for pelvic / abdominal back pain, gen. Abnormal. Bleed, psych injury, migration, uti, headaches, nausea. Current weight as of 22-oct-19: 275 lbs. Approximate weight at the time of essure placement 235 lbs. 6 close on the right, 10 coils on the left side. Discrepancy noted: as per previous fu patient underwent essure confirmation test via hysterosalpingogram and as per current fu: plaintiff did not underwent for essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2018: impression: complicated right ovarian cyst without torsion. Lot number: a06688 manufacture date: 2012-05 expiration date: 2015-05. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2021: mr received. Reporter information, medical history, explant date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: left essure extends into proximal endometrial canal') and genital haemorrhage ('gen. Abnormal. Bleed') in a 35-year-old female patient who had essure (batch no. A06688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes, anemia, bronchitis and congestive heart failure. Urine pregnancy test: negative. Concurrent conditions included obesity, diabetes, abdominal pain, viral pharyngitis, viral syndrome, bipolar affective disorder, menometrorrhagia, allergic rhinitis, tobacco abuse, gastroenteritis, flank pain and vomiting. Concomitant products included fluoxetine hydrochloride (prozac) since (B)(6) 2018 and metformin since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain / pelvic pain/ pain"), depression ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of urinary tract infection ("uti"), anxiety ("anxiety and mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criterion medically significant), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back area pain"), the second episode of urinary tract infection ("uti"), headache ("headaches") and nausea ("nausea"). The patient was treated with benzatropine mesilate (benztropine), iron, nsaids, paracetamol (acetaminophen) and sulfamethoxazole;trimethoprim (bactrim). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, back pain, depression, the last episode of urinary tract infection, headache, nausea, vaginal haemorrhage, menorrhagia, anxiety, migraine, dysmenorrhoea, dyspareunia, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 (summons) and (B)(6) 2013 (pfs). Patient received treatment for pelvic / abdominal back pain, gen. Abnormal. Bleed, psych injury, migration, uti, headaches, nausea. Current weight as of 22-oct-19: 275 lbs. Approximate weight at the time of essure placement 235 lbs. 6 close on the right, 10 coils on the left side. Discrepancy noted: as per previous fu patient underwent essure confirmation test via hysterosalpingogram and as per current fu: plaintiff did not underwent for essure confirmation test . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2018: impression: complicated right ovarian cyst without torsion. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs received. Events: abnormal bleeding (vaginal), uti, migraines / headaches,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain were added. Event psychological trauma was replaced with the events: depression, anxiety and mental anguish. Event pt device dislocation was updated to device expulsion. Lot number was added. Treatment drugs, concomitant and historical conditions were added. Reporter's information and lab data was added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: left essure extends into proximal endometrial canal') and genital haemorrhage ('gen. Abnormal. Bleed') in a 35-year-old female patient who had essure (batch no. A06688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes, anemia, bronchitis and congestive heart failure. Urine pregnancy test: negative. Concurrent conditions included obesity, diabetes, abdominal pain, viral pharyngitis, viral syndrome, bipolar affective disorder, menometrorrhagia, allergic rhinitis, tobacco abuse, gastroenteritis, flank pain and vomiting. Concomitant products included fluoxetine hydrochloride (prozac) since (B)(6) 2018 and metformin since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain / pelvic pain/ pain"), depression ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), the first episode of urinary tract infection ("uti"), anxiety ("anxiety and mental anguish"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criterion medically significant), 5 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain/ lower back area pain"), the second episode of urinary tract infection ("uti"), headache ("headaches") and nausea ("nausea"). The patient was treated with benzatropine mesilate (benztropine), iron, nsaids, paracetamol (acetaminophen) and sulfamethoxazole;trimethoprim (bactrim). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, pelvic pain, abdominal pain, back pain, depression, the last episode of urinary tract infection, headache, nausea, vaginal haemorrhage, menorrhagia, anxiety, migraine, dysmenorrhoea, dyspareunia, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage, weight increased, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 (summons) and (B)(6) 2013 (pfs) patient received treatment for pelvic / abdominal back pain, gen. Abnormal. Bleed, psych injury, migration, uti, headaches, nausea. Current weight as of 22-oct-2019: 275 lbs. Approximate weight at the time of essure placement 235 lbs. 6 close on the right, 10 coils on the left side. Discrepancy noted: as per previous fu patient underwent essure confirmation test via hysterosalpingogram and as per current fu: plaintiff did not underwent for essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2018: impression: complicated right ovarian cyst without torsion. Lot number: a06688, manufacture date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.